Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Email address unknown / not provided.

Event description:
It was reported implant removed due to fracture and infection.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) 3i t3® ex hex parallel walled implant 4 x 8.5mm (boes485) was returned for investigation. Visual evaluation of the as returned product did not identify a fractured implant. Instead, the implant showed signs of use with human bone attached to the implant body. The non-reported abutment was attached to the top portion of the implant and there was what appears to be dried blood around the device. Device history record (DHR) review was completed for the subject lot number 2018010747. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2018010747) for similar events and one (1) other complaint was identified, for infection. Investigation has identified that the most likely probable causes are related to patient biological factors/condition and surgical technique. Therefore, based on the available information, device malfunction has not occurred and the reported implant fracture was unconfirmed as physical evaluation did not identify the fractured implant. Also, the reported medical event (infection) could not be verified.

Event description:
No further event information is available at the time of this report.